Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Yes, hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? If so, what device? Yes 5mm graspers. Was any torque being applied to the trocar or device? Nothing out of the ordinary.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issues. Another device was used to complete the procedure. There was no adverse consequence to the patient.